Event description:
Patient reports that her batteries (two) are not lasting more than one hour. Batteries were checked by bio-medical engineer and were noted to be defective.

Event description:
Patient reports that her batteries (two) are not lasting more than one hour. Batteries were checked by bio-medical engineer and were noted to be defective.